Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue by verifying the diagnostic code 1127 (check vent: ovp circuit failed) in the event log. The pse replaced the motor control (mc) printed circuit board assembly (pcba). The device was operational after repairs were completed.

Event description:
Philips received a complaint indicating that an over voltage protection (ovp) circuit failed message occurred on the v60 ventilator. The device was not in clinical use. The issue occurred in a pre-delivery check, prior to customer delivery. There was no harm. The device kept operating when the alarm occurred but submitted for further evaluation.

Manufacturer narrative:
E1 reporting institution phone number: (B)(6). Reporter phone number: (B)(6).